Event description:
It was reported that as the physician removed the inner obturator, he noticed that the obturator appeared shorter than usual. The physician capped the catheter and the patient was taken for a chest x-ray. The x-ray did not reveal any portion of the catheter was left behind. As the physician continued to remove the entire infusion catheter, more of the obturator came out with the catheter. No patient complications were reported.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.